Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of their desktop charger had resolved their inability to charge their recharger and poor coupling.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and sciatic nerve injury. It was reported that the patient's desktop charger connector pin was bent and that the ins recharger would not take a charge, and had a blank screen that would show the 'recharger battery warning message.' It was also reported that the last time the patient charged the ins they had no black boxes. The patient was advised to try charging once they had a working ins recharger and to call back if the issue persisted. No further complications were reported.